Event description:
It was reported that a web device experienced difficult or delayed detachment despite negative tension being placed on the device. There was no reported patient injury or intervention.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not stated to be available for return to the manufacturer for evaluation. The alleged product issue could not be confirmed. More information and the device is being sought. If more info is provided or the device is returned, an investigation will be performed and a supplemental report will be submitted.